Event description:
Additional information was provided by the surgeon, who reported that 2 nights after the surgery, the patient experienced pain, blurry and decreased vision. The patient had hypopyon and conjunctival inflammation. The patient has been diagnosed with endophthalmitis. The culture results were negative. The hypopyon did not respond to anti-inflammatory corticosteroid treatment. The patient was sent to retina for an injection. A tap and injection of antibiotics and anti-inflammatory corticosteroid was performed. The intervention was effective and the outcome of the event resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of toxic anterior segment syndrome/ inflammation/ endophthalmitis following an intraocular lens (iol) implant procedure. The reporter did not specify which adverse event mentioned was related to this specific case. Additional information was provided indicating that no cultures were performed for this specific case.